Event description:
Event: (cc# 98-01143) the doctor had difficulty advancing the guidewire into the patient. It had to forcefully advanced. The inner lumen could not be flushed and the 8 fr. Iab was removed. On 10/2/98, the following was reported to datascope: it was not possible to aspirate blood through the inner lumen. After the balloon was removed, the clot was pushed through the inner lumen lumen. The iab was removed and another was inserted into the patient. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/14/98; none - rpt'd 10/2/98. [Patient's current status]: unk - rpt'd 9/14/98.